Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that an atrial septal defect requiring intervention occurred. A patient had a left atrial appendage (laa) closure procedure. A watchman access sheath (was) of unknown type was inserted, and a watchman delivery system and closure device was positioned, and the closure device was subsequently implanted. At an unknown date, the patient had an echocardiogram evaluation performed as they were experiencing edema symptoms, and it revealed a residual iatrogenic atrial septal defect (asd). The physicians are planning to percutaneously close the asd via femoral approach.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown d1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman device remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include edema and valvular/vascular damage (tissue damage) (additional device required). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. The risk review was completed and confirmed that the events of edema and valvular/vascular damage (tissue damage) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that an atrial septal defect requiring intervention occurred. A patient had a left atrial appendage (laa) closure procedure. A watchman access sheath (was) of unknown type was inserted, and a watchman delivery system and closure device was positioned, and the closure device was subsequently implanted. At an unknown date, the patient had an echocardiogram evaluation performed as they were experiencing edema symptoms, and it revealed a residual iatrogenic atrial septal defect (asd). The physicians are planning to percutaneously close the asd via femoral approach.